Event description:
According to the reporter, during a hemorrhoids open procedure, the patient needed a surgical intervention after 3 days of the primary surgery. The device did not fire properly, there was an incomplete staple line and there was bleeding at that time because staples did not closed b shape, the surgeon did manual suture. There was tissue damage and the incision was extended due the issue. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.